Event description:
The hcp reported that after travelling through security gates at a library the patient experienced a shocking sensation that started from her neurostimulator and went to her vaginal area although her interstim device was off at the time. This has happened a few more times since then and the patient was reprogrammed to see if this would eliminate the issue. The patient states she also experiences some discomfort when the device is off and that she exercises vigorously. Further information is being requested from the hcp.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.